Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had sensor discrepancies. The sensor would read at 80 mg/dl while their blood glucose is over 400 mg/dl. The customer's blood glucose during the incident was 490 mg/dl. Their current blood glucose was 473 mg/dl. They treated with the insulin pump. Troubleshooting was performed. The insulin pump will not be returned for analysis.